Manufacturer narrative:
The printed circuit board (pcb) was returned to the manufacturer for analysis. Analysis found that the reported event was related to a hardware issue. The memory values in 3 controllers (positioner, rotor, gantry) were deleted. The manufacturer representative serviced the system and replaced the print circuit board (pcb). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that booting failed in the imaging system. There was no patient involvement when this issue was identified.